Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. It was also reported that the customer may have been ill with the flu at the time. The customer changed the infusion set one day prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.